Event description:
It was reported that intermittent occlusion alarms occurred. The customer stated that there was no rise in blood glucose levels exceeding 500 mg/dl during these events. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin use.